Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped delivering energy sooner than expected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was unable to performance because the lot number was not reported and the specific product lot cannot be identified from the ship history. Cs surgery was contacted to obtain a ship history. According to their system, there were no records found for any (B)(4) shipped to the account during the time frame of (B)(6) 2015 to (B)(6) 2016.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped delivering energy sooner than expected. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Date of event unknown.